Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During deployment of the first clip it was noted there were difficulties removing the lock-line even with greater force applied. The resistance was noted when the lock-line was retracted approximately 90-100cm.to troubleshoot, heparin flush was increased and greater force was applied in an attempt to remove the lock-line. The lock line could not be removed. The clip was opened and removed from the patient. A second clip was successfully implanted, reducing the mr grade to 1-2. A third clip (lot: 50128r1023) was prepared to further reduce the mr. During the grasping attempts, the third clip (lot: 50128r1023) became entangled with the posterior leaflet. Troubleshooting attempts were made to release the posterior leaflet. After several attempts, the third clip was able to be freed, however it was noted that the mr grade increased to 3. The physician confirmed tissue damage of the posterior leaflet in the central position. The third clip was deployed in the central-lateral position; however, the mr grade remained at 2-3. A fourth non-abbott device was implanted between the second and third clips. The final mr grade was 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During deployment of the first clip (lot: 41216a1037) it was noted there were difficulties removing the lock-line even with greater force applied. The resistance was noted when the lock-line was retracted approximately 90-100cm.to troubleshoot, heparin flush was increased and greater force was applied in an attempt to remove the lock-line. The lock line could not be removed. The clip (lot: 41216a1037) was opened and removed from the patient. A second clip (lot: 50129r1090) was successfully implanted, reducing the mr grade to 1-2. A third clip (lot: 50128r1023) was prepared to further reduce the mr. During the grasping attempts, the third clip (lot: 50128r1023) became entangled with the posterior leaflet. Troubleshooting attempts were made to release the posterior leaflet. After several attempts, the third clip (lot: 50128r1023) was able to be freed, however it was noted that the mr grade increased to 3. The physician confirmed tissue damage of the posterior leaflet in the central position. The third clip (lot: 50128r1023) was deployed in the central-lateral position, however the mr grade remained at 2-3. A fourth non-abbott device was implanted between the second and third clips. The final mr grade was 1.